Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a cardiac arrhythmia diagnostic procedure. The procedure was completed as planned by restarting the system. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system software was stuck during operation. Troubleshooting and analysis of the system log files found error messages regarding the host pc memory card. The host pc memory card was determined to be defective. The fse cleaned the host pc by removing the dust inside the pc and reseating the memory card and hard drive. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.